Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Later patient reported "no rupture". The device has been explanted.

Event description:
Patient reported left side "rupture, capsular contracture baker grade IV, its folded in half, terrible pain and bruised, cutting off circulation to her nipple and its turning blue if moved in a certain way, a lot of pressure and baring down on her nipple area". Healthcare professional later reported "capsular contracture baker grade iii and mammary ptosis". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, ptosis.

Event description:
Patient reported left side "rupture". Later, patient reported "no rupture". The previously reported event of "rupture" is no longer reportable. Patient additionally reported "capsular contracture baker grade IV, [implant] folded in half, terrible pain and bruised, cutting off circulation to her nipple and its turning blue if moved in a certain way, a lot of pressure and baring down on her nipple area". Healthcare professional later reported "capsular contracture baker grade iii and mammary ptosis". The device has been explanted.

Manufacturer narrative:
Clarification to partial date of occurrence b3: 2025 was provided. Laboratory analysis summary: the device related to the reported events crease/folding of implant and capsular contracture was received on jun 24, 2025, with lot number 2805553. Based on the product analysis performed, the assessments of the complaint codes are: ¿ crease / folding of implant: observed creases on device. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.